Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm and two motor position encoder error alarms. Customer's blood glucose was 133mg/dl. Customer also reported receiving a no delivery alarm during manual prime. They said it was resolved with a complete set change. After troubleshooting, customer was advised that insulin pump would need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents. Also passed self-test, rewind test, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery. Unable to confirmed motor position encoder error alarm due to history file overwritten with corrupted history file alarms. Corrupted history file alarms due to a corrupted history file. Unable to verify no delivery alarm due to motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched cd window, cracked case at display window corners and cracked reservoir tube lip.